Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient went to the urgent care and was diagnosed with a infection called cellulitis. The patient's blood glucose (bg) values reached 400 mg/dl. For treatment, the patient was prescribed doxycycline at 100 mg strength to take twice per day for one week. The pod was worn between 36 and 48 hours on the arm. The patient was discharged after 2.5 hours.

Manufacturer narrative:
During the investigation, no damages or defects were observed to the formed needle, soft cannula, or bottom housing that would contribute to an infection at the infusion site. The cause of the reported infection could not be conclusively determined.